Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2021-00455. It was reported that the patient was experience numbness in their hand. Programming changes were attempted however they were unsuccessful. Both implantable pulse generators (ipg) were explanted as a result and a new device was implanted. There were no complications during the procedure. Patient was stable.